Event description:
The patient received ems treatment and emergency room treatment the following month for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's insulin dosages were adjusted and she has continued to use the pump with no reported subsequent events.